Event description:
The product was used during an abbi breast biopsy procedure. Reportedly, the device did not cut. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.